Manufacturer narrative:
(B)(4): it was reported that patient experienced pain, bleeding urinary disturbance and infections post implantation(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted due to sui. It was reported that following insertion the patient experienced recurrence, pain, infection, bleeding, urinary disturbance, dyspareunia, erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2004 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted due to sui. It was reported that following insertion the patient experienced recurrence, dyspareunia, erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues.

Manufacturer narrative:
Date sent to the FDA: 11/10/2016. Additional information: age/date of birth.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.